Event description:
It was reported to philips that the customer failed to perform all geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system failed to perform all geometry movements and lost the operating system (os). The customer tried loading software into the geo ipc, but it failed. Rse reviewed the log files and found the geo ipc showing corrupt software, and at one point it lost connection with the host pc. To resolve the issue, the customer replaced the geo ipc. The same issue reoccurred twice. In the first occurrence, the philips field service engineer (fse) replaced the c-arc motor assy and potentiometer, and in the second occurrence, fse replaced the cable statistical process control (spc) to resolve the issue. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.